Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. D4: batch # u5a45t. Device analysis: the analysis results showed that the cs40g device was received with no apparent damaged and with a reload present. The reload was received fully loaded with staples, the knife exposed, the drivers recessed below the cartridge deck, the anvil was detached and the washer was not received. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proctectomy, after severing rectal tissue on the first firing, all the staples were malformed with straight legs. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.